Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The concerned sample shows a detached needle. No suture is present. The needle shows a cracked attachment end. The cause of the detachment could not be verified. Conclusion: representative samples were returned for evaluation. The samples were tested visually and for needle pull. Several of the representative needles showed cracked barrel. However, all of the for needles were pull tested fulfilled the requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.